Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. During the procedure the leur locks on the fibrin sealant preparation device would not screw open to allow the accessory tip to attach. No adverse patient consequences were reported. Additional information was requested.